Event description:
Reporter complaining of pain almost all the time especially after eating. Pain decreases a little when bowels are moved. Says the mesh feels like he is being stuck with needles. Having dark blood in stool. Bard kugel mesh put in for hernia repair. Requesting information about recall.